Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed several motor errors and lost settings while bolusing over the past 3 months. The blood glucose reading was in the 200 mg/dl range. The customer also observed other error alarms, including battery out limit, in the device's alarm history. No significant events leading to the alarms were noted. She stated that she might have received the alarm after taking a shower. Advised replacement of the insulin pump. Nothing further reported.